Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot and cracked battery tube threads. Pump passed the displacement. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged reservoir ring. The customer stated that the reservoir locks into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.